Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the assignable root cause of the reported condition was due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had a drilled foot. It was determined that the issue with the drilled tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the tip of the attachment. When the drill was started, the burr drilled into or through the tip. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and neuro tip were damaged on the craniotome device. It was further determined that the crane bar was cracked and the ball bearings were worn. It was observed that the device had a drilled foot. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.